Manufacturer narrative:
It was reported that there were small amounts water or a liquid in the packaging of the iduo orange and blue spacer packaging. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that there were small amounts water or a liquid in the packaging of the iduo orange and blue spacer packaging.